Manufacturer narrative:
This is a packaging issue and the error occurred in limacorporate when re-labeling ((B)(4) 2014) an expired single component, after its re-sterilization. At that time, a single smr finned stem with product code (B)(4) was accidentally exchanged with a single smr revision stem with product code (B)(4). Soon after becoming aware of this complaint, limacorporate located the "opposite" smr stem (real smr finned stem with product code (B)(4) included in a box indicating a smr revision stem with product code (B)(4)). This stem was in our (B)(4) subsidiary and was returned to limacorporate to re-sterilize it and correctly re-label and re-package it. After this re-labeling error ((B)(6) 2014) but before becoming aware of this complaint, limacorporate introduced the following actions ((B)(6) 2015): new treatment mode for the expired pieces to be re-sterilized according to the "line clearance" principle (treatment of one family of products at the time to guarantee the correct re-labeling process); training to the operators involved in the above actions, to explain the new treatment mode and underline the importance of the "line clearance". At the moment, no similar complaints for products re-labeled and re-packaged since (B)(6) 2015 were reported. Limacorporate will keep monitoring the market.

Event description:
Intra-op issue during a smr reverse surgery dated (B)(6) 2015. The package indicating a dia.21mm smr finned stem (product code (B)(4)) was opened, but a 15x180mm smr revision stem (product code (B)(4)) was found inside the box. The surgery was completed by using another smr finned stem. The event occurred in (B)(6).